Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were requested for return. The customer does not have any test strips available for investigation. The customer's meter has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with a coaguchek xs meter serial number (B)(4) compared to a siemens series c s5100 with siemens dade innovin reagent. At 12:38 p.m., the customer's meter result was 1.6 inr. At 1:15 p.m., the customer's laboratory result was 3.9 inr. The customer's therapeutic range is 2.5-3.0 inr.